Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge luer lock became disconnected from the infusion set tubing and the customer requested assistance with reconnecting them. The customer's blood glucose (bg) level was impacted (360 mg/dl). Tandem technical support guided the customer through reconnecting the luer lock. The customer was able to perform fill tubing to expel the air, as air had been introduced into the tubing, and resume insulin delivery successfully. A bolus was delivered to address bg level.